Event description:
Pentax medical was made aware of an event which occurred in the united states stating there was "no video/error msg, scope not connected" involving pentax medical video colonoscope model ec34-i10l, serial number (B)(4). The customer stated [the screen] is black and error code #5. The customer also stated they just received their unit back, used it for 1 case, cleaned it and hung it up to dry. When they went to use for another case is when the user received the black screen and error code #5. The event was reported to occur in the operating room before use. There was no report of death, serious injury or other significant/important medical event. Good faith effort attempts were made with no additional information being received as of 13-dec-2021.

Manufacturer narrative:
This model is classified as import for export and not distributed in the united states, therefore 510k is not applicable. We do have similar model ec34-i10l-us available in the united states with a 510k number k131855. (B)(4). The customer responded to a good faith effort request for additional information via email on 19-oct-2021 and stated the reported no video image occurred during procedure. There was no report of death, serious injury or other significant/important medical event and the patient was reported as stable and is not being recalled for further screening. The device was removed from circulation immediately after the failure/event occurred and subsequently called in for service/replacement. The facility performed pre-procedural checks and use for the product involved and follows all ifus. The customer owned endoscope was received by pentax medical for evaluation on 22-nov-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician was unable to confirm the customer complaint of no video image but did document the following inspection findings: umbilical cable bump at pve side, passed dry leak test, passed wet leak test, customer complaint not duplicated, grooves in suction cylinder threads, insertion tube mild discoloration at stage 2, insertion tube mild discoloration at stage 1, umbilical cable single buckled under pve root brace. Although the failure was not duplicated, the device will undergo repairs including the following components and be returned to the customer once completed: : pcb for ccd drive pb-free, electrical connector assy. Model ec34-i10l, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. On 24-nov-2021, a device history record(DHR) review for model ec34-i10l, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 11-jan-2018 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 17-jan-2018. If additional information becomes available, a supplemental report will be filed with the new information.